Event description:
An impella cp device was inserted via the right femoral artery in a 62 year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. During support, hemolysis was suspected, as evidenced by red-tinged urine. The impella performance level was reduced. Plasma free hemoglobin was not obtained. Imaging was utilized to assess pump position, and the device was repositioned. While on support, the impella cp was operating at performance level 4 with expected flows of 2.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on inotropes, vasopressors, and ventilator support. The patient was bridged to an impella 5.5 the following day. At the time of impella 5.5 implantation, prior laboratory values were reported to be not consistent with hemolysis, with lactate dehydrogenase and creatinine noted to be normal or trending down. The patient survived the bridge to impella 5.5 support with no additional harm noted. Hemolysis is a known risk associated with impella support and may be attributed to the patient¿s underlying cardiogenic shock and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.